Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the console. "The report states that the while on by-pass, an error message displays which required the console to be powered off and on." The console was powered off and on but it had no forward flow. The console had to be turned off and on a second time and the outer door was opened and closed. This resolved the issue. The case was completed with no patient complications.

Manufacturer narrative:
The console was evaluated and the reported complaint condition could not be duplicated. The console was tested and it passed all operational verification tests.